Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed, and a supplemental report will be submitted. Based on similar reports, this type of jaw breakage (probe) is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the jaw/teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center received a report of a thunderbeat ,tb-0535fcs, probe that had a jaw break during a procedure. The probe, connection points to the generator and cable were all inspected prior to the procedure, and no anomalies were noted. The physician was performing coagulation at the end of a colpotomy, during a total laparoscopic hysterectomy. It was reported that the jaw piece did not fall into the patient, and no sparks or other abnormalities (i.e. Teflon pad peeling, metal exposure) were observed. The physician completed the intended the procedure with another hand-piece, and it was reported there was no patient injury.